Event description:
The dxc 600 generated false low na (sodium), cl (chloride) and calc (calcium) results for 1 patient sample. The results were not reported out of the laboratory. The system was recalibrated and the sample repeated. The repeat results were believed and reported. Quality controls (qc) prior to the event were within the laboratory's established ranges. Qc was not run after the event prior to recalibration. The customer stated that the instrument had been suppressing calc results (no results generated) with a "cal reference drift" error.

Manufacturer narrative:
A field service engineer (fse) was dispatched. Service replaced the carbon bridge (b12181). Also cleaned film from the flowcell, cleaned the na reference electrode and replaced the o-ring on the electrode. (B)(4).